Manufacturer narrative:
(B) (4): results: (paraparesis, paralysis), (severely tortuous thoracic aorta, severely calcified vessels).

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. The pt also had an aaa that was treated with another MFR's stent graft 72 months ago. Three stent grafts were successfully implanted. A pre-operative lumbar drain was placed. The next day early in the morning, paraparesis (difficulty moving both legs bilaterally) was noted. Later that morning, the pt was unable to move his left lower extremity and had decreased strength of his lower right extremity. Day 4 post-operatively, the pt had significantly decreased movement of the right lower extremity. The pt had a transfusion in order to maintain a hemoglobin level greater than 10. The event was assessed as unrelated to the device and related to the procedure. The pt had transfusion and rehabilitation and was discharged to a rehabilitation facility. No add'l clinical sequelae were reported. See (MFR #2953200-2010-00370 and MFR # 2953200-2010-00371). Please note that this device the talent captivia stent graft system is similar to the united states distributed product talent thoracic stent graft system.